Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) was on pump for two hours and he started getting intermittent "underspeed" errors on the arterial roller pump. The device was changed out after initial cpb was completed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the ccp was not the ccp directly involved with this incident, but he had knowledge of the event. The ccp had a similar issue, with this same pump on the day before. In this case, this roller pump was the arterial pump for the procedure. There were no issues with setting occlusion during prime of the cpb circuit and they were able to set the occlusion per their standard method. This ended up being a very long case and the patient required cardiopulmonary bypass for about five hours. About two hours into cpb, "underspeed" messages began to be displayed intermittently and there were audible alerts with these events. The pump would behave as in a pulsatile type mode with pump speeds increasing and decreasing intermittently. The roller occlusion was adjusted (loosened), on cpb, but the "underspeed" alerts continued to occur (intermittently). This behavior continued for another two or three hours. The patient was weaned from cpb, and was hemodynamically unstable and it appeared the patient would need to return to cpb in the short term. While the patient was off cpb, the perfusion team elected to change out this roller pump and a replacement roller pump was placed on the base. The arterial tubing was moved to the new pump and roller occlusion was set. Again, this occurred while off cpb and there was no delay in the procedure. The patient did eventually need to be returned to cpb and there were no issues with the new pump. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The software for this roller pump was upgraded to 1.40 a couple days prior to this complaint being reported. Per frequently asked questions (faqs) of software 1.40, the new software 1.40 responds to situations where pump jam would have occured by running more slowly than commanded for a short period of time. Under these conditions, the "underspeed" message may be displayed. This is a normal and expected response and the "underspeed" message will clear as the pump rotates and achieves the expected speed set by the user. No additional action will be taken at this time.

Manufacturer narrative:
The roller pump was moved to the service center where the service repair technician (srt) observed the motor to be pulsating with no load on the roller pump. The pump was at zero occlusion, with no tubing and underspeed/beltslip messages were observed. The motor was replaced which resolved the issue. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR# 1828100-2015-00380. During the laboratory evaluation, the product surveillance technician (pst) was able to duplicate the reported issue. The pst observed underspeed then beltslip message on roller pump display while the pump was running near maximum occlusion. No mechanical or electronic anomalies were observed. The product will be sent to service to be brought to manufactures specs before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.